Event description:
On (B)(6) 2022, a patient underwent an extreme lateral interbody fusion at l3/5. When the implant was inserted into l3/4, it sunk into l4 vertebral body. Because the intervertebral disc space was large, the surgeon decided to place another implant on top so the two cages were stacked. It was reported that the patient had poor bone quality. No additional issues were reported.

Manufacturer narrative:
Product still in-situ and could not be evaluated. No radiographs or images were provided to confirm the complaint. Patient's bone quality is reportedly poor. Review of he reported event identified the surgeon selected an undersized interbody for the size of the endplate which allowed subsidence into cancellous bone. Also noting the patient's bone quality was identified as poor and considered a contraindication of device usage. The root cause of the subsidence is considered a combination of implant selection and poor bone quality. No device malfunction was identified. No additional investigation required. Labeling review: "contraindications: contraindications include, but are not limited to: patients with inadequate bone stock or quality." "Warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Care should be taken to ensure that all components are ideally fixated prior to closure." "Pre-operative warnings: only patients that meet the criteria described in the indications should be selected. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided. Care should be used during surgical procedures to prevent damage to the devices and injury to the patient."